Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported that the battery would not hold a charge. Since the event occurred during routine testing, there was no pt involvement during this event.